Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 354 mg/dl. It was reported that the customer recently had dental surgery and was taking medication as a result. The insulin pump alarmed no delivery prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Nothing further was reported.